Event description:
The customer reported that the lh500 hematology analyzer generated erroneously low eosinophil (0%) and high neutrophil (85.4%) results on one pt sample. The test results were accompanied by instrument-generated messages including those for the operator to review results and to verify differential. A manual differential was performed and yielded higher eosinophil (51%) and lower neutrophil (42%) results. The lab considered the manual results to be correct. The sample was tested on the lh780 analyzer with results (57.5% eosinophil, 35.5% neutrophil) similar to the manual differential. The sample was retested on the lh500 analyzer with results similar to the first run (0.1% eosinophils, 92.8% neutrophils). The erroneous results were not reported outside the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. A field service engineer visited the site and re-adjusted the vcs (volume, conductivity and scatter) channel with the large latex and the position of the scatter sensor on the lh500 analyzer. An analysis of the test data associated with this pt sample indicated scatter plots with eosinophils that appeared in the typical neutrophil region. Since the eosinophils had quite a low rls (rotated light scatter), they were classified as neutrophils. The software algorithm for the lh500 analyzer was designed to set a flag to verify differential if similar conditions occur. The files have verifydiff flags due to the abnormal eosinophil populations. The root cause appeared to be that the algorithm misclassified eosinophils as neutrophils in this pt sample because they appeared in the very low rls region which is the typical region for neutrophils.